Event description:
While reviewing programming history for the patient it was observed that there was a partial programming that did not programming the patient to the settings that were desired. There was no final interrogation and the patient left the appointment set to unintentional settings. The patient returned at another appointment set to setting different from the partial programming. The patient's settings were corrected at that visit.

Manufacturer narrative:
Analysis of programming history.